Manufacturer narrative:
Correction: field d4, was updated to reflect product batch/lot number as: u11231016042.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm mega suturecut needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 05/08/2025, intuitive surgical, inc. (Isi) received user facility report stating: instrument wrist control cable on a mega suture needle driver broke. No harm to patient.

Manufacturer narrative:
Intuitive surgical inc., (isi) received a regulatory report mw5170175 stating : instrument wrist control cable on a mega suturecut needle driver broke. No harm to patient. The 8mm mega suturecut needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.